Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient was reportedly taking a medication for rheumatoid arthritis which contributed to delayed wound healing. The patient then experienced wound dehiscence and developed (B)(6) infection. There were no additional adverse effects reported. The product was explanted.